Event description:
It was reported that during an unknown procedure, there was not enough power. Did not function correctly. No further information is available and there was no reported patient consequence.